Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following complications: "complications associated with the use of carpentier-edwards perimount rsr pericardial bioprostheses compiled from the literature and from reports received through the complaint handling system in accordance with the united states (federal) regulations establishing good manufacturing practices, section 820.198, include stenosis, regurgitation through an incompetent valve, perivalvular leak, endocarditis, hemolysis, thromboembolism, thrombotic obstruction, bleeding diatheses related to the use of anticoagulant therapy, and malfunctions of the valve due to distortion at implant, fracture of the elgiloy wireform, or physical or chemical deterioration of valve components. Types of tissue deterioration include infection, calcification, thickening, perforation, degeneration, suture abrasion, instrument trauma, and leaflet detachment from the valve stent posts. These complications may present clinically as abnormal heart murmur, shortness of breath, exercise intolerance, dyspnea, orthopnea, anemia, fever, arrhythmia, hemorrhage, transient ischemic attack, stroke, paralysis, low cardiac output, pulmonary edema, congestive heart failure, cardiac failure, and myocardial infarct." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23 mm bioprosthetic aortic valve, implanted (B)(6), was explanted due to degeneration causing significant aortic stenosis and regurgitation secondary to calcified and immobile leaflets. The explanted device was replaced with a 23 mm bioprosthetic valve. Patient was discharged on pod #7. This case involved a (B)(6) male with a medical history of hypertension, hyperlipidemia, avr, pulmonary hypertension, home oxygen with activity. He had aortic valve replacement with left ventricular outflow tract enlargement with 2-vessel coronary artery bypass grafting in 2003. He has had significant exertional dyspnea with mild activity and easy fatigability. He was admitted due to congestive heart failure. An echo showed mild eccentric mitral valve regurgitation as well as significant gradient across the bioprosthetic aortic valve. A tee echo confirmed a combined aortic valve bioprosthesis stenosis and aortic regurgitation was seen and mitral regurgitation was more clearly characterized. He underwent redo aortic valve replacement, aortic root reconstruction and mitral valve replacement.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of calcification, and stenosis was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. X-ray demonstrated wireform intact, and minimal calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were thickened and swollen along the wireform and commissures. Leaflet 1 had a 3mm non-transmural tear at the inflow aspect near commissure 1, and a 2mm non-transmural tear at the inflow aspect near commissure 2. Leaflet 3 had a 7mm tear near commissure 3. Leaflet 3 also had a 5mm tear near commissure 1, followed by a 3mm non-transmural tear. Leaflets were observed to be thickened at the tear regions. The sewing ring was cut around commissure 1, and the wireform was exposed on commissures 1 and 3. Based on product evaluation findings, host tissue and thickened tissue restricted leaflet mobility which led to stenosis (narrowing of the subject device). Tears identified on the subject device lead to regurgitation. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.